Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000102919. It was reported to abbott, a patient underwent a revision. The percutaneous leads were explanted and replaced with a paddle lead for more direct and improved coverage. The ipg was replaced due to being depleted. Effective therapy was restored in post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively. The investigation was unable to determine the lead that was associated with the issue.